Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent.

Event description:
Report was received from the USA stating that the device has a bent cutter that was observed during surgery. It is also known that there were no injuries or medical intervention reported to have occurred. There was no additional info provided.